Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA / 510(k) number cannot be determined. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to a pacing problem and a low heart rate. It was suspected that there was a failure to capture. Patient symptoms included low blood pressure and dizziness. The ventricular lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.